Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced chest pain and unstable angina. In (B)(6) 2010, the 90% stenosed and 10mm long target lesion located in the proximal left anterior descending artery (lad) with a reference diameter of 2.5mm was treated with pre dilation and placement of a 2.50x16mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient developed chest pains and was diagnosed with unstable angina. The patient was hospitalized the same day and was placed on a 2l nasal cannula and was monitored. The patient received peripheral IV and was given 324mg of aspirin. A stress test showed no new ischemia. The patient did not have a heart catheter. The 2.50x16mm taxus liberte stent was not visualized. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).